Manufacturer narrative:
Investigation summary: bd received a photo for investigation. The evaluation of this photo demonstrates underfill. Furthermore, functional tests were conducted on 20 retained samples, and all samples drew within specification. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, 2 tubes were underfilled. There was no health impact or consequences reported.